Event description:
Healthcare professional(hcp) reports 5 incidents of dialyzers appearing to be clotted 1-2 hours into the pt treatments. Three incidents occurred on the am shift and 2 incidents occurred in the pm shift. New disposables, including dialyzers of the same lot number were used to continue the pt treatments without incident. The dialyzers were reused 1,3,3,3 and 4 times. Different hemodialysis devices were used with each event. The "ro" water source was evaluated at this time and found to be within normal limits. No pt injury and no medical intervention was required.